Event description:
It was reported that when using the camera control unit during a procedure it comes on the screen with e-03 error and to turn off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: confusing errors or notifications probable root cause: - ccu software failure - usb port - usb cable - device control - fpga fan - temperature sensors - main board - prism the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that when using the camera control unit during a procedure it comes on the screen with e-03 error and to turn off.